Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), resulting in a seizure, lacerations, loss of consciousness, and a coma. Subsequently, customer was transported by emergency medical technicians to the hospital and was subsequently hospitalized in the intensive care unit. Customer was given glucagon prior to being admitted to the hospital. No additional information was provided regarding type of treatment received once hospitalized. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Pump data review by tandem technical support showed that the customer delivered 5 food boluses that ranged from 6 - 6.9 units within a 4 hour time frame. Customer acknowledged that this contributed to the event.